Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 22 ga x 1.00 in prn/ec slm leaked. The following information was provided by the initial reporter: "on (B)(6) 2020, the upper end of the y type indwelling needle was found to be broken and leaking when the nurse was discharging infusion at 9:30, and the patient was immediately stopped from using a new indwelling needle without any problems".

Manufacturer narrative:
H.6. Investigation: a device history report was conducted for lot number 9347649, and no related abnormalities were found. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Additionally, based on the video provided by the facility our investigators were able to identify a small crack in the adapter head which was allowing the observed leakage. The root cause for this damage is most likely an interference fit between a metal wedge and the adapter, leading to the crack along the fusion line of the adapter head. To prevent future occurrences like the one experienced, our facility has optimized the size of the catheter holder molding cavity; the increased size will allow for more flexibility in the adapter head during the joining process. H3 other text : see h.10.

Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm leaked. The following information was provided by the initial reporter: "on (B)(6) 2020, the upper end of the y type indwelling needle was found to be broken and leaking when the nurse was discharging infusion at 9:30, and the patient was immediately stopped from using a new indwelling needle without any problems."